Event description:
N/a.

Manufacturer narrative:
Device identifier: (B)(4). The device was not returned for evaluation. Per the provided image, the scissor was in used condition with the tip of one of the blades broken off. The complaint has been confirmed. This issue may be due to normal wear or rough handling. No manufacturing, workmanship, or material deficiency has been identified. Additional information received indicating that the surgical procedure was a left ankle partial resection, peroneal tubercle, left peroneal longus resection, left ankle peroneal brevis debridement and repair with tenodesis with peroneal longus. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA: pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6), director of regulatory programs, office of product evaluation and quality and (B)(6), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch form with MFR report # (B)(4) received on 10feb2020 with the following information: on (B)(6) 2020, a (B)(6) male patient underwent a left ankle resection and repair. After surgery, central processing noticed a small piece missing from the tip of the 100251 lahey scs 5-3/4 cvd scissor. The doctor followed up with an x-ray of the ankle on (B)(6) 2020 and a piece of metal was in the ankle. The patient returned to surgery on (B)(6) 2020 for removal of the piece of metal. Additional information has been requested.